Event description:
It was reported that the neptune 2 rover was smoking during set up at the beginning of a case. The procedure was completed with a readily available alternate unit without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The field service technician replaces the vacuum pump and returned the unit to service.